Event description:
During set up for the unk procedure, the handpiece would not work. The no further information on the nature of the problem during the case, but stated a second handpiece was used to finish the case with no pt consequence. After the case, it was noticed that the 4-40 stud was loose.